Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the baby became cold, alarm 113 flow rate noted to be below required rate when case data was pulled from arctic sun. Per additional information received via sample form on 30nov2023, the baby cooling on artic gel pad. The customer ordered to rewarm the baby. The pad flow was too low to engage the heater alarm 113. Passible impact to the patient due to the use of the device. No device was replaced. Per sample evaluation results on 29jan2024, it was reported that the kinks captured during the evaluation.

Event description:
It was reported that the baby became cold, alarm 113 flow rate noted to be below required rate when case data was pulled from arctic sun. Per additional information received via sample form on 30nov2023, the baby cooling on artic gel pad. The customer ordered to rewarm the baby .the pad flow was too low to engage the heater alarm 113 . Passible impact to the patient due to the use of the device. No device was replaced. Per sample evaluation results on 29jan2024, it was reported that the kinks and separating hydrogel captured during the evaluation.

Manufacturer narrative:
The reported issue was confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be incorrect pad setup. However, there was insufficient information to confirm this potential root cause. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Severe kinks observed in the tubing. Hydrogel had separated from the pad and adhered to the liner. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. If this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). The pads may be removed and reapplied if necessary. Pads should be placed on healthy, clean skin only." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.